Manufacturer narrative:
Note: information regarding the exact product number has not been obtainable; however, it has been noted that the product number is one of the following: s0263-00: magnetic implant s0263-00 s0082-00: magnetic implant s0082-00. Product evaluation: analysis results are not available; the device was not returned for evaluation. The instructions for use provide instructions regarding prevention of skin irritation, including: when using the otomag¿ alpha 2 (s) softband, make sure that a finger can be placed between the skull and softband to ensure that the softband is not too tight. If you experience discomfort, pain, numbness, or tingling of the skin in the area of your magnetic implant, remove the sound processor assembly and see your physician for refitting of the device.

Event description:
It was reported that the ¿doctor describes skin as deteriorated post-operative after 3 years of use of bone conduction hearing device.¿ they will remove the implant as soon as possible. Additional information has been unobtainable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.